Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported at least two times that the trocar failed during a procedure and they had three cases that day. Patient and procedure impact are unknown. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the complaint of leaking trocars; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Investigations have been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. The manufacturer internal reference number is: (B)(4).